Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I¿ve been contacted by text on my personal phone from consultant orthopaedic surgeon stoke. He is aspirating the hip of a self-paying patient at (B)(6) hospital on monday (B)(6) as the patient is in a lot of pain. Surgeon comment is that the hip does not appear to be infected but he has a large alval collection which has been associated with large head mom implants which the patient has in situ. Surgeon has not provided any implant details or other patient details. Surgeon believes depuy did help with patient fees following the recall of asr and thinks an arrangement was set up for patients local to stoke. He is enquiring if there is some financial help towards the fees for this self-pay patient? Doi: unknown; dor: unknown; hip unknown.